Manufacturer narrative:
(B)(4).

Event description:
During a follow-up call on (B)(6) 2017, the customer reported blood glucose level ranged from 125-175 (mg/dl).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 61 units. Reportedly, the cartridge was filled with 400 units of insulin. There was no reported impact to the customer¿s blood glucose level. Reportedly, a new cartridge was loaded.